Event description:
Same case as MFR report #: 2134265-2012-00387. It was reported that subsequent to a stenting treatment procedure the patient experienced heart failure and expired. Access was obtained via the femoral artery. The target lesions being treated were located in the mid left anterior descending (lad) artery and the right coronary artery (rca). Lesion details were given, however it is not specified whether they are for the lad or rca lesion. The 80% stenosed, concentric and de novo target lesion was moderately tortuous and mildly calcified. The lesion lengths were 28 and 38mm and the diameters were 2.50 and 3.00mm. The lesion was predilated, resulting in 60% residual stenosis. A 2.50x28mm promus element stent and a 3.00x38mm promus element stent were then deployed to treat the lad and rca lesions. The procedure outcome was thought to be successful and the patient was stable afterwards, however the patient experienced heart failure and expired the following day. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).